Event description:
This literature review aimed to show the efficacy of using vascular closure devices to manage supra-aortic arterial injuries following central venous catheterization. It was found that technical success was achieved in 62/71 patients (87%). Perclose, starclose, and prostar devices were all used in the subclavian artery with sheath sizes ranging from 7-9f. Device failures [unspecified device failures and failure to achieve hemostasis] were reported with each device. Perclose, prostar, and starclose had a success rate of 82%, 0%, and 89%, respectively. All device failures were treated endovascularly (stent placement, balloon angioplasty to re-establish patency, and balloon tamponade). Overall, the study concluded that vascular closure device caused minimal complications and offered a quick means to control bleeding and precent major morbidity that be associated with an operation. Details are listed in the attached article, titled "supra-aortic arterial injuries following central venous catheterization managed with percutaneous closure devices: a comprehensive literature review of current evidence"

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure devices reported in b5 are captured under separate medwatch reports. Literature attachment: supra-aortic arterial injuries following central venous catheterization managed with percutaneous closure devices: a comprehensive literature review of current evidence b3: date of procedure estimated as (B)(6) 2000 as it is stated in the article that the range of this study takes place between 2000 to 2020. D4: the UDI is not known as the part and lot number were not provided. H6: 1494 device code clarifier- incorrect anatomy

Manufacturer narrative:
The information received in the complaint was obtained through a proactive literature search. A review of the production record for this product was not performed because the part / lot number was not reported, and the product / packaging was not returned for analysis. The UDI is unknown because the part and lot number were not provided. A review of the corrective and preventive actions (CAPA) database for the prostar was performed and revealed no complaint assessment capas. Based on these reviews, there is no indication of a product quality issue. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The literature detailed that the prostar was used subclavian artery with sheath sizes ranging from 7-9f. It should be noted that the electronic prostar xl instructions for use (IFU), indication section 2.0 states: the prostar xl pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procures using 8.5f to 10f sheath. In this case, it is unknown of the use of the prostar device outside of the indicated femoral artery contributed to the event detailed in the literature. Based on the case information, a conclusive cause for the reported patient effect of occlusion, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and unspecified failure mode could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.